Manufacturer narrative:
(B)(4). Date of initial report: 01/06/2017. One used lf1537 ligasure device was received, and examination of the returned sample confirmed the reported issue of a damaged wire. Visual inspection of the sample found the jaw wire insulation was sliced open, exposing the wires. The damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal. This will also occur if the device is removed when the jaws are open. A review of the device history records for this lot found no potentially contributing factors to the reported issue. The IFU included with this product cautions users close jaws using the device lever before insertion/extraction through the trocar.

Event description:
The customer reported that the device would not activate when first used. Examination of the received device on december 16, 2016 also found a wire close to the jaws is damaged and a piece of insulation is missing. The customer confirmed the insulation did not fall into the patients cavity.